Event description:
The patient reported that e4 (occlusion) error is often displayed on the infusion device. She changes the infusion set and e4 recurs. She stated that a1 (cartridge low) alert is sometimes displayed when the insulin cartridge is 1/3 full. She also reported experiencing low blood glucose of 23 mg/dl at 4:00 am in 2009. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.